Event description:
Two surgiclips that were used did not stay clipped and/or scissored. A third clip applier was tried from a different lot number and it functioned properly. This is similar in nature to earlier medical device reports we have made regarding this type of clip applier.